Manufacturer narrative:
(B)(4). The returned sample returned did not show any leakage. This complaint was not confirmed in the lab. The assignable cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A labeling review found the patient at home guide to be adequate for potential use/user error related to this incident. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter a leak on the minicap transfer set during use. The customer stated that the solution could not be stopped even after closing the clamp. There was patient involvement but no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). The sample lot number is known, therefore a batch review will be performed. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.